Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The temperatures were not dropping properly. The case ended up being aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.